Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes the blood sample collection was insufficient and patient had to be redrawn and was late found that tubes had insufficient pressure in many tubes. The following information was provided by the initial reporter: at around (B)(6) on the morning of (B)(6), the nurse found that the blood sample volume was insufficient during the blood collection process, and mistakenly thought that the patient's blood vessels were too thin, so she asked the head nurse to help collect blood. When using the blood collection tubes, the head nurse found that there was insufficient negative pressure in many blood collection tubes, so she drew blood with a syringe again.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.